Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to end of life (eol) indicators. There was an allegation that the device did not meet longevity estimates.